Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: daughter stated that customer was hospitalized (B)(6) 2016 due to blood glucose result received of 59 mg/dl and feeling weak. Daughter stated customer was using a meter from another company at that time. Customer began to use our meter after the hospitalization.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 25 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 200 mg/dl. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is (B)(6) 2016. Daughter stated customer is on insulin; daughter stated doctor decreased customer's insulin. The meter memory was reviewed for previous test result history: a 216mg/dl, 12/16/2016 09:31 am, fasting:yes. A 117mg/dl,12/13/2016 10:13 am, fasting:yes. A 25mg/dl, 12/13/2016 08:42 am, fasting:yes. A 284mg/dl, 12/12/2016 08:19 am, fasting:yes. A 278mg/dl, 12/09/2016 09:25 am, fasting:yes. Memory concerns: a 25mg/dl. Customer went on (B)(6) 2016 to the hospital (B)(6) hospital based on the symptoms and blood glucose result of 59mg/dl. Customer at that point was using another meter from another company. Customer felt very weak at 4:30 am and called paramedics whereupon she was sent to the hospital. She had an overnight stay leaving (B)(6) 2016. She mentioned that the paramedics gave customer gel underneath her tongue and took her mother to the hospital where she was attended to. Customer received glucose IV over an hour at the hospital. No diagnostic tests were administered. She was monitored overnight until blood glucose was within normal range for hospital standards. Daughter did not know what the results were and she did not recall any other interventions done at the hospital. Customer began to use our meter after this incident. Customer, daughter and customer rep went through several readings and result of 59mg/dl was not found. Customer's daughter attributed that she uses another meter from another company as well. And that she might have used that meter as well for her readings. The reading of 25mg/dl on (B)(6) 2016 was the only concern that she did have. Customer was not concerned on the other readings that the meter had obtained stating that they were within her range. Customer at the present did not need immediate medical attention. Customer received new insulin and customer's daughter attributed to this change in medication. She took mother to the doctor and doctor decreased insulin.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4). Note: daughter stated that customer was hospitalized (B)(6) 2016 due to blood glucose result received of 59 mg/dl and feeling weak. Daughter stated customer was using a meter from another company at that time. Customer began to use our meter after the hospitalization. Correction: merchandise is available for evaluation. Merchandise received date: 01/05/2017.

Event description:
Consumer reported complaint for low blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 25 mg/dl. The customer's expected fasting blood glucose test result range is 70 - 200 mg/dl. During the call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 12/30/2017 and open vial date is (B)(6) 2016. Daughter stated customer is on insulin; daughter stated doctor decreased customer's insulin. The meter memory was reviewed for previous test result history: (B)(6). Customer went on (B)(6) 2016 to the hospital ( (B)(6)) hospital based on the symptoms and blood glucose result of 59 mg/dl. Customer at that point was using another meter from another company. Customer felt very weak at 4:30 am and called paramedics whereupon she was sent to the hospital. She had an overnight stay leaving (B)(6) 2016. She mentioned that the paramedics gave customer gel underneath her tongue and took her mother to the hospital where she was attended to. Customer received glucose IV over an hour at the hospital. No diagnostic tests were administered. She was monitored overnight until blood glucose was within normal range for hospital standards. Daughter did not know what the results were and she did not recall any other interventions done at the hospital. Customer began to use our meter after this incident. Customer, daughter and customer rep went through several readings and result of 59 mg/dl was not found. Customer's daughter attributed that she uses another meter from another company as well. And that she might have used that meter as well for her readings. The reading of 25 mg/dl on (B)(6) 2016 was the only concern that she did have. Customer was not concerned on the other readings that the meter had obtained stating that they were within her range. Customer at the present did not need immediate medical attention. Customer received new insulin and customer's daughter attributed to this change in medication. She took mother to the doctor and doctor decreased insulin.